Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient's controller was displaying a blank white screen with no vad numbers. The event log did not capture any unusual events, and the patient's controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller serial #: (B)(6), and the controller was found to pass all manufacturing and qa specifications prior to being shipped to the customer. The reported event of a blank white display was confirmed. The system controller (serial #: (B)(6), was returned for analysis and a log file was downloaded as well as submitted for review (B)(6), (B)(6). A review of the log files showed overlapping events spanning approximately 17 days (B)(6) 2020 ¿ (B)(6) 2020, (B)(6) 2020, per time stamp. Events from (B)(6) 2020, occurred during lab testing at abbott. There were no notable alarms related to the reported event active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. A blank white display on the controller was noted. The system controller was opened, and the lcd was replaced with a test lcd. The blank white display was resolved. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The root cause for the reported event was conclusively determined to be due to an issue with the lcd. No additional information was reported. The manufacturer is closing the file on this event.